Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
There was no patient involvement. It was reported by the clinical support specialist (css) that when unplugged from ac power, the battery indicator was green on the screen; however, within 10 seconds, a red x appeared on the battery icon. The low battery alarm occurred, and the pump powered off. As a result, the pump was sent to biomed.

Event description:
There was no patient involvement. It was reported by the clinical support specialist (css) that when unplugged from ac power, the battery indicator was green on the screen; however, within 10 seconds, a red x appeared on the battery icon. The low battery alarm occurred, and the pump powered off. As a result, the pump was sent to biomed.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of pump battery fails when unplugged from ac power is confirmed. The returned battery failed the battery load test. During the complaint investigation, the pump shut off after less than 1 minute when operating on battery power after a full charge. The root cause of the complaint is undetermined. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.